Event description:
It was reported that the fiber broke after 223,000 joules and 30 minutes of use. The procedure was completed with a second fiber. No patient or user clinical consequences were reported due to this event.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device confirmed that the fiber tip exhibit no signs of breaks/fractures. Analysis showed the fiber glass cap bevel edge and metal cap were not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber tip. There are no signs of breakage along length of fiber. Based on the investigation results there were no signs of fiber break/fracture, so the investigation conclusion code for the reported issue is no problem found. However based on the observed failure 'glue failure', the overall investigation conclusion code for the complaint is known inherent risk of device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Based on investigation results there was no signs of fiber breaks/fracture; therefore, the fiber break could not be confirmed. The manufacturer has reviewed all the information available and determined that the reported event no longer meets reporting criteria for the fiber in question.

Event description:
It was reported that the fiber broke after 223,000 joules and 30 minutes of use. The procedure was completed with a second fiber. No patient or user clinical consequences were reported due to this event.